Event description:
A surgeon reported that a pt experienced radiculitis type symptoms following op-1 implantation via plif technique. Add'l info has been requested. Lot numbers pending. Add'l info received 31-mar-2008. A surgeon in australia reported that a female had an l5-s1 posterolateral lumbar interbody fusion (plif) with local bone anteriorly and 2 impaction cages packed with op-1 implant approx 10 months ago. At 4-6 weeks post-operatively, the pt complained of back pain and sciatica-type pain. The pt is now 10 months post-op and is complaining of radicular pain that was initially unilateral, but recently progressed to bilateral. A CT scan was done and showed proper placement of the interbody cages. There was no evidence of calcification, heterotopic or exuberant bone formation and no fusion was noted. An MRI showed epidural granulation tissue and no signs of compression. The surgeon also stated that there may be some psycho-social factors contributing to her pain. The pt still has crampy and sciatica-type pain and has been referred to a pain management program. Both the surgeon and the pt are considering removal of the hardware if no improvement is seen. The surgeon stated that it was likely that op-1 caused these events. No add'l info is expected.